Event description:
It was reported that the procedure was to treat a totally occluded lesion in the proximal left anterior descending artery with mild tortuosity. Pre-dilatation was performed and the 3.5 x 18 mm xience v stent was implanted; however, a distal edge dissection was observed. The dissection was treated with a new 3.5 x 18 mm xience v stent. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of dissection is a known observed and potential adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.